Manufacturer narrative:
The t:slim pump user guide states that the t:slim pump should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), or other exposure to radiation. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. The customer reported placing the pump through an x-ray machine. The customer's blood glucose (bg) level was impacted (300 mg/dl). The customer did not have alternate therapy available at the time of the issue, however it was confirmed by tandem technical support that the customer was able to obtain manual injections and their bg level had stabilized.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Issue identified: (B)(4).